Event description:
It was reported that the right ventricular (rv) lead experienced high impedance greater than 2000 ohms. The lead was explanted and replaced with another lead. No additional adverse patient effects were reported.